Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump kept vibrating. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: during investigation, the vibration functioned normally. There was no defect to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.